Event description:
A doctor reported that knives seemed less sharp during surgery than those used in the past. There was no impact to any pt. Additional info has been requested. This is the third of three reports for this facility.

Manufacturer narrative:
A sample is available and is being returned, but has not yet been received by the MFR for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).